Event description:
Account called stating they were having trouble with brakes.

Manufacturer narrative:
Technician checked all functions finding both brake casters in need of adjustment. The caster would roll when the brakes were set. The technician adjusted the caster to resolve.